Event description:
On (B)(6) 2013, the reporter claimed that the ok button on the animas insulin pump is not responding every time it is pushed. The patient reportedly had a couple episodes where his blood glucose reading was about 240 mg/dl. The reporter indicated that the patient was just ¿not feeling good¿ when his blood glucose was high. The reporter felt that the alleged high blood glucose was due to the ok button issue. The patient reportedly pushed the ok button to deliver bolus but did not confirm whether the insulin was delivered. Since the patient is now aware that he always needs to confirm the boluses are delivered, there have not been any blood glucose issues. During troubleshooting, the ok button issue was not resolved with training. There was no product misuse. The animas insulin pump did not have any physical damage or moisture within. This complaint is being reported due to the alleged ok button issue. The patient did not have any symptoms that would suggest a serious injury at the time of concern. In addition, there was no report of any required hcp medical intervention at the time of concern.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the ok and down arrow keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast and up arrow key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment.